Event description:
A note received with the IV set stated: "entire bag (155 ml) infused w/o knowledge."

Manufacturer narrative:
250ml baxter bag lot # 17h14v499, exp. 07-2019. The customer¿s report of a levophed overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies or leaks observed with the primary set. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported levophed overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that levophed (64 mcg/ml in 250 ml) was expected to infuse at 0.1 mg/kg/min on a (B)(6) patient. Fifteen minutes after the start of the infusion the bag was empty. Non-specified minor harm to the patient was reported.